Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. The customer experienced a "high" blood glucose (bg) level (specific bg value was not provided). Customer administered a manual injection to address elevated bg. The customer continued to use the pump for insulin therapy.